Event description:
It was reported that the device will intermittently not operate on battery power. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported intermittent failure was not verified. At the customer's request the device was upgraded to (B) (4). Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported intermittent failure could not be determined.